Event description:
It was reported that after the patient's implant procedure the patient had numbness and weakness in their lower left extremity. The investigation did not determine which lead caused this issue. The patient was admitted to the hospital for observation, and this issue has now been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.